Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code adverse event related to procedure. This code was selected as the most probable complaint cause based on the information available. The device was disposed of therefore the reported event cannot be confirmed. Interactions with the already placed stent as well as anatomical factors likely contributed to the balloon material to rupture.

Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain and underwent percutaneous coronary intervention. The 78% stenosed target lesion was located in the severely tortuous and severely calcified ostium circumflex artery. Two 2.00mm x 12mm emerge balloon catheters were unable to be positioned for dilation. The physician then switched to a 1.50mm x 8mm balloon. After much pre-dilatation, a 3.00mm x 12mm nc emerge balloon catheter was advanced for further pre-dilatation. Pre-dilatation was successful, and the stent was deployed. However, when the same 3.00mm x 12mm nc emerge, balloon was used to post-dilate at 12 atmospheres, the balloon burst. The device was removed in one piece, and the procedure was completed with another balloons. There were no patient complications, and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain and underwent percutaneous coronary intervention. The 78% stenosed target lesion was located in the severely tortuous and severely calcified ostium circumflex artery. Two 2.00mm x 12mm emerge balloon catheters were unable to be positioned for dilation. The physician then switched to a 1.50mm x 8mm balloon. After much pre-dilatation, a 3.00mm x 12mm nc emerge balloon catheter was advanced for further pre-dilatation. Pre-dilatation was successful, and the stent was deployed. However, when the same 3.00mm x 12mm nc emerge, balloon was used to post-dilate at 12 atmospheres, the balloon burst. The device was removed in one piece, and the procedure was completed with another balloons. There were no patient complications, and the patient fully recovered.